Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the investigation, the cause of the se 2240 is due to air being sucked into the disposable as the patient was not connected when therapy was initiated. Since the lot number is unknown, no batch review was performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain . The machine was in the initial drain before the patient connected. Once the hp noticed the mistake, the hp connected to hc and received se 2240. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had the hp recycle the hc; system error 2367 occurred. The tsr informed the hp to start over with new supplies. The hp followed the instructions and the hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On 01 apr 2011, product surveillance spoke with the hp regarding the reported se 2240 alarm. The hp stated that the alarm occurred because the hp was in initial drain and he was not connected. He then connected and the alarm occurred. The hp stated that there were no open clamps on any unused supply line and he did not observe anything unusual about the supplies. There were no leaks. The hp did not have the sample and lot number. The hp will inform the nurse regarding the alarm. The hp stated the he has been able to continue therapy with no further issues.